Event description:
It was reported there was a patient with site infection after acl surgery.

Manufacturer narrative:
Device is not being returned for evaluation. Due to the nature of the complaint a review of the sterility records for this lot was performed which confirmed that the product was sterilized per the standard terminal sterilization process. All parameters of the sterilization cycle conformed to the validated parameters. Based on the device sterilization report, it cannot be concluded that the source of the infection is device related, and therefore the root cause remains unknown. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) Narrative in excess of 2000 characters; please see attached mi report. Approved by legal & j. Templeton, medical director in conclusion: the last provided follow up report (~ 5 wks post aclr), indicates the pt. Was attending pt as ordered and the pain was improving, however there was difficulty with mobility. The patient¿s current condition is unknown. Based on the device sterilization report, it cannot be concluded that the source of the infection is device related, and therefore the root cause remains unknown. No further assessment can be performed at this time.